Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient switched to program b and was unable to increase to their desired settings. The patient didn't know what date this occurred but stated it was between their last visit on (B)(6) and the day of the report, (B)(6). The patient was seen in the clinic on the day of the report and impedances on electrode 14 were high and there was an alert stating "do not use". There were no known factors that could have led to the issue. The patient didn¿t need lead 8-15 programmed as that mapped to their right leg coverage and the patient preferred only their left leg to be covered. The rep provided the patient with three new groups on the 0-7 lead which were all mapping the left leg as desired. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.